Manufacturer narrative:
The pump was received with unresponsive esc button due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the esc button is not responding. Customer stated she was changing the set when she noticed the esc button wouldn't work. She pressed it as insulin continued to drip, she pressed the button, and the device continued to deliver insulin. Customer was unable to get to get out of the fills process. Customer was advised to revert to back up plan and she said she had another device. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.